Event description:
According to literature source of study performed in 2021, during robot-assisted laparoscopic donor nephrectomy, 2 patients had surgery converted to open nephrectomy - one patient for bleeding and difficulty in anatomic dissection in other one. Postoperatively, one patient had chylous fistula.

Manufacturer narrative:
Title: effect of learning curve on the perioperative course of robotic-assisted laparoscopic donor nephrectomy compared with laparoscopic donor nephrectomy source: original article https://doi.org/10.1590/1806-9282.20210526 rev assoc med bras 2021;67(7):1033-1037. If information is provided in the future, a supplemental report will be issued.